Event description:
On (B)(4)2022, nakanishi received a phone call from a dealer about an nsk handpiece overheating. Upon receipt of the information, nakanishi made a phone call to the dental office for further information about the event including information about the patient. The details nakanishi obtained are as follows. The event occurred on (B)(6) 2022. The dentist was removing a crown on right upper tooth# 6 of a patient using the x95 handpiece (serial no. (B)(4)). During the procedure, the dentist became aware of the head of the handpiece overheating and stopped performing the procedure. The dentist observed evidence of a burn injury in the patient's oral cavity, which was white in color. The dentist determined that no medical treatment was required for the injury.

Manufacturer narrative:
The dentist refused to provide about the patient's age, sex, and weight. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject x95 device [(B)(4)]. There were no problems observed during manufacturing or testing noted in the DHR. The repair history showed 5 service records since the device was shipped. The repair details are as follows: on december 2017: the cartridge, drive shaft, and dog clutch were replaced. On april 2018: same as above. On july 2018: same as above. On october 2019: same as above. On november 2020: same as above. With respect to the repairs in the above list, the service records indicate that nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test point (2) a few seconds into the test. Temperature measurements about 60 seconds after the start of the test were as follows: test point (1): 44.5 degrees c, test point (2): 52.2 degrees c, test point (3): 40.2 degrees c, test point (4): 40.0 degrees c. Nakanishi cleaned the inside of the handpiece using nakanishi pana spray plus. Nakanishi then conducted temperature testing of the device in the same manner as above yet again. There was no abnormal rise in temperature during the 5-minute test period. Temperature measurements 5 minutes into the test were as follows: test point (1): 39.6 degrees c, test point (2): 43.1 degrees c, test point (3): 34.5 degrees c, test point (4): 33.2 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed that the cartridge, the drive shaft, and the dog clutch, and the headcap were soiled and discolored. Nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: nakanishi did not identify the exact cause, but based on the findings in the temperature testing, as well as many years of experience, nakanishi considers it is possible that the cause of handpiece overheating was abnormal resistance during rotation due to the soiled internal parts, which interfered with rotation. A lack of maintenance caused the accumulation of debris on the internal parts, which contributed to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the distributor and directed the distributor to remind the user of the importance of maintenance as instructed in the operation manual.